Event description:
The facility has had several reports from patients stating that the safestep needles are leaking at the connection.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.